Event description:
It was reported there was a power on reset (por) condition. An appointment was scheduled for (B)(6) 2012 to have the device checked, but the patient cancelled the appointment. The reporter had no knowledge of the appointment being rescheduled. No further details were provided.